Event description:
It was reported that a patient underwent stomach surgery on an unknown date and an absorbable adhesion barrier was used between the visceral organs. The adhesion barrier was placed approximately five to six months ago, however, the patient has experienced three infections this month. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.